Event description:
Porta-cath placed, about a week later patient presented for chemo infusion. Rn was unable to get a blood return from the port. Chest x-ray done revealed separation of port from the catheter tubing. Catheter was then removed in ir. Port sent to pathology for testing.